Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the malfunction found during the inspection is caused traced to component failure due to stress or other external factors. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope was found to have corrosion on the ultrasonic transducer at the distal end. There was no patient involvement.